Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer while running startup. The customer could not find the exact location of the leak. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found a leak at the tubing through pinch valve vl4b. The customer replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).